Event description:
A customer reported a minimum fill notification during use of their insulin pump. The customer's blood glucose level remained between 54-500 mg/dl, which is within the normal range. Technical support instructed the customer to reload the original cartridge, and this action resolved the issue, allowing the customer to successfully resume insulin delivery.